Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-000540. It was reported the patient had an infection and was explanted in (B)(6) 2015. The patient underwent surgical intervention on (B)(6) 2016 to be reimplanted with an entire scs system and is receiving effective stimulation. The exact date of the event is unknown.